Event description:
Pt was born by vaginal delivery. The delivery was assisted by a kiwi vacuum extractor, used by dr at medical center. Dr applied the vacuum five times and had four "pop-offs", in violation of manufacturers' instructions. The excessive use of the vacuum extractor caused a subgaleal hemorrhage and pt died within two hours of birth.